Event description:
It was reported by the customer that the device lost power during patient care. This device is a transport monitor. There was no compromise to patient care and no adverse event as a result of the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. It was observed that the device would not power on. The power pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. The cause of the reported failure was determined to be due to an opening on the power pcb.